Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer called to clarify that they were able to complete the set change and their insulin pump worked as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issue. The customer's blood glucose was over 500mg/dl and no lower than 380mg/dl. Customer's current blood glucose 143 mg/dl. Customer using manual injections and temp basal to treat the blood glucose. Trouble shooting was performed and found received no delivery alarm since the high blood glucose began. Customer does not have the equipment to finish trouble shooting. The insulin pump will not be returned for analysis.